Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 21323424.

Event description:
It was reported that the patient was experiencing pain at the pocket site and was not getting adequate pain relief. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.